Event description:
Elderly male with history of rectal cancer with liver mets. Procedure: y90 mapping left hepatic lobe issue: fathom wire unraveled while physician was shaping it. Not used on patient, no known harm and minor delay in procedure.